Event description:
However, the patient called back later on (B)(6) 2021 stating that resetting the recharger did not resolve the issue and that they were back to the 1707 error message. There were no patient complications reported as a result of this event. Additional information was received from a consumer via a manufacturer representative. It was reported that the patient continued to have difficulties with recharging ins. The patient was in open loop charging for 30 minutes with excellent coupling, and encountered 4101 message. The patient indicated they were not charging near any sources of metal nor have any other devices implanted. The patient could not easily feel the ins and had tried recharging in multiple different positions without success. Patient services reviewed the meaning of 4101 message. The patient was advised to consult with their managing physician and rep. On (B)(6) 2021, a rep contacted technical services. They were with the pt and confirmed that they believe the pt's wr is faulty. The caller states they tried their demo wr and it worked with no problem. The caller stated that the pt's wr keeps unpairing itself. The device would not remain connected for more than 30-45 seconds. The caller repeated that they used a second recharger that connected and remained connected for charging without any issue. Technical services sent a request to replace the recharger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient (pt) reported that the recharger was not charging ins. Pt further clarified it would connect with excellent connection and then after about 45 minutes it "shuts off" and a message comes up in recharger app to "contact somebody" (pt could not recall any further details regarding message). Patient services walked the pt through trying to charge ins on call and the pt was getting an excellent connection initially that changed to searching. The pt stated they didn't move when this occurred. Pt was charging directly on skin. Patient services recommended that the pt charge over clothing. The pt then reported getting service code 3604. They did not get a code before when they got message to "contact somebody". Patient services reviewed code 3604 meaning with pt. The pt then reported getting excellent connection again briefly then got service code 1707. They had been getting 1707 code since this event started, about last wednesday, but stated on call this was the first time the pt got 3604 code. Patient services walked the pt through a recharger reset. Following reset, the pt got recharger error message. They pressed ok on this message and then reported being in open loop charging (seeing red line flashing on battery and good connection/charging). Pt stated screen instructed pt to charge for 30 minutes. Patient services recommended pt continue charging ins until changes to closed loop screen and ins reached 100%. Pt stated they were getting an excellent connection in open loop screen at the end of the call. The pt called back reporting that the screen switched to 20% for "like 3 seconds" and then reported switched over to 1707 message. It had been showing charging with percentage and then would kick over to 1707. The pt was holding the recharger on ins. Pt stated they tried with belt yesterday, but that didn't help. The pt repositioned recharger on call and tried crossing leg while sitting. While sitting, they were not getting as good of contact before. Pt stated on call while sitting with leg crossed they got open loop screen with good connection. The pt denied any recent trauma/falls. The pt provided the event date as about this past wednesday and stated they weren't able to charge over 40% then. The pt then stated that it took a little longer than they said it would to charge ins. The pt was told it would take like 30 mins and it took close to an hour to charge ins fully. They also noticed that the recharger was getting kind of warm, which they noticed "probably a week and a half after" implant. The recharger was set at fastest recharging speed. The ins battery level was at 40% when pt first started charging (took about an hour to charge to 100%). The pt could not feel the implant when palpating on call (pt stated can see scar). They were able to charge to 100% and maintain connection before. They stood up on call and bent forward and got excellent/good connection in open loop screen.  They confirmed that they were not near any emi other than computer screen in office. The pt stated that they were at home not near e electronics and it does the same thing. They confirmed that the communicator was not powered on. The pt repositioned the recharger, then stated screen changed to closed loop and saw 20% charging with excellent connection. Pt stated therapy was on. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event.